Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose rose to over 444 mg/dl. The customer did not report any symptoms of high blood glucose. The customer's current blood glucose was 291 mg/dl. The customer stated they treated their blood glucose with manual injections. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer also reported the insulin pump passed a high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.